Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was just implanted on saturday. The ins was not working. It was not charging. These problems started last week when the ins was implanted. The patient was instructed to start a charging session, but it was stated that charging was fine. The patient was having problems with the patient programmer (pp). The patient was aided through synchronizing but they kept getting the poor communication screen. It was reviewed that the patient could have swelling, causing the reported issues, and to see their healthcare provider if the problem does not resolve in a few days. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).